Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump resulting in the pump to shutdown. There was no adverse impact to customer's blood glucose level. Resolution was cts to replace the pump. The customer will continue to use current pump until replacement arrives.